Event description:
On (B)(6) 2013 the patient contacted animas alleging that on (B)(6) 2013 she experienced blood glucose (bg) over 500mg/dl with large ketones during the night at that 9am she was having chest pain and difficulty breathing and emts were called. The patient was reportedly started on an IV on the way to the hospital and received a diagnosis of diabetic ketoacidosis upon arrival at the ER. The patient was reportedly transferred to the ICU and received an IV drip with insulin and fluids. The patient's bg reportedly responded to treatment and she was discharged on (B)(6) 2013 and was given instructions to use syringe injections for a day and to re-start the pump on monday (B)(6) 2013. The patient stated that she did not think the pump was delivering insulin correctly and has come off the pump and started on insulin injections. The patient admitted to changing sites appropriately every three days but only changing the cartridge when it's empty, which could be every four to five days. The patient also stated she has been using the same area of her body for insertion sites for 10 years but did not think she had two bad sites in a row on (B)(6) 2013. Customer technical support (cts) reviewed the pump with the patient and found all settings and histories were correct; no unusual alarms were identified and the time and date was confirmed to be correct. Cts advised the patient that troubleshooting indicated no pump malfunction; however the pump was replaced due to the patient's insistence. This complaint is being reported due to the allegation that the pump was not delivering as expected resulting in hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.